Manufacturer narrative:
On may 31, 2023, the mentor failure analysis lab received the device for evaluation. Additional information was received with the device indicating the patient also experienced breast pain on the left side. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the posterior aspect of the saline siltex 325cc breast implant, measuring approximately 0.4 cm. Leak testing was performed, according to the mentor procedure, and no additional leak sites were detected during the analysis. A microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, the microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if the pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4). On may 22, 2023, it was noticed the following information was erroneously omitted from the previous report: the date of implantation was (B)(6) 2000.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 62-year-old asian female patient underwent a breast implantation procedure with unspecified mentor saline breast implants and experienced bilateral deflation post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2023. This report is for the first of two devices. See manufacturer report number 1645337-2023-05991 for contralateral side.